Event description:
Barium enema was performed on a pt. The exam started and was completed without any indication of an adverse reaction (no pt complaints nor suspect findings on the x-ray images). The pt was sent home in the usual way. In the evening the pt felt increasing abdominal pain and went to a hosp nearby. They were treated regarding the symptoms of a peritonitis but the next morning they were sent to the CT where an extraluminal (small) deposit of contrast media was found. Although a surgical intervention was initiated immediately the pt died. The corpse was conveyed to the pathology department for an autopsy. The initial autopsy results were not available at the time of this report.